Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: leak condition confirmed. A leak test was subsequently performed on the unit. During fill, leakage was noted at the luer post. Examination of the luer post found the tubing to be half-broken. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 100 was observed leaking thorough the delivery tube during priming. There is no patient involvement. No additional information is available.